Event description:
Caller reported blood glucose results of 95 mg/dl, 431 mg/dl, 107 mg/dl, 100 mg/dl, 125 mg/dl, 88 mg/dl, 97 mg/dl, and 96 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Na

Event description:
Caller reported blood glucose results of 95 mg/dl, 431 mg/dl, 107 mg/dl, 100 mg/dl, 125 mg/dl, 88 mg/dl, 97 mg/dl, and 96 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. On the aviva system. Reported no adverse event relative to discrepancy. On the aviva system. A request was made for the return of the system, replacement was sent.